Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited dark front panel led, chipped screw thread of the pressure valve, and decreased average flow volume due to the failure of the first pressure. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: b5, h2, h11 corrected fields: h9 h9 was incorrectly submitted in the initial submission. The correct submission is shown as the above.